Manufacturer narrative:
(B)(4). Batch # r5at9j. Additional information received: did the device lock-out (no staples deployed and no cut line started)? No, staples were deployed during the firing or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? Yes, there was difficulty in opening the device. Also there was difficulty in firing, for blade to advance. But stapling was complete. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Yes, with manually pulling the closing knob, the jaws were opened. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. Event could not be confirmed as the device opened and closed without any difficulties noted. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a tvgj procedure, stapler jaws are getting jammed. Unable to use. Stapling incomplete on second firing. Procedure was delayed by fifteen minutes. Another like device was used to complete the procedure. No fragments were generated and the procedure was completed successfully. There were no adverse consequences for the patient.